Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator alarm indicator light was blinking yellow and red but there was no audible alarm. The device continued ventilating. The patient was removed from the ventilator and transferred to a different ventilator. There was report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The audio printed circuit board (pcb) and its associated cabling was received for investigation. Visual inspection found that, upon removed from the bag, there was noted a burnt odor, and it traced to the pin 6 of the connector cn1, which was burnt. Pin 6 of the ribbon cable connector also showed signs of melting. The returned audio cable was inspected and contamination was found on the 3.5mm jack. Contamination was also found inside one of the board jacks. Due to the damage found, no attempt to install the parts into a unit to duplicate the customer reported malfunction was made.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an issue with the temperature of the device. In addition, contamination was found and may have been a contributing factor. If information is provided in the future, a supplemental report will be issued.